Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings. Customer's blood glucose readings at the time of the hospitalization were 270 mg/dl. Customer stated that the reason for her high was an empty reservoir and was not concerned. Self test was performed and passed. No delivery alarms and low reservoir alarms were noted in the alarm history. Customer mentioned that when she got home from the hospital and was attempting a bolus, the insulin pump beeped and restarted itself. Customer's blood glucose reading at the time of the call was 564 mg/dl. No further information reported.